Event description:
It was reported that the right ventricular (rv) lead had high thresholds 10 days post implant. Imaging determined that the lead had perforated and the patient experienced a pericardial effusion. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summaryanalysis information (B)(6) 2016 19:33:35 cst pli# 10 product ID# 5076-52 the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.